Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. The guide wire was returned for evaluation. There was a bend at the distal segment. No other deformation was observed. The ptfe coating on the wire shaft was found intermittently peeled off for approximately 16-18cm proximal to the tip ending with a longitudinal scratch on the coating surface. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Based on the obtained information and findings of the returned guide wire, it was presumed that friction generated by contact with the metal part of the laser system likely scraped the coating surface possibly due to the tip shape of the concomitant guide catheter or tortuosity of the vessel. It was concluded this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] do not use the guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic part may contact surface of this guide wire. [This guide wire may be damaged or separated.]; and, [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
During an excimer laser coronary angioplasty (elca) to treat a 90-99% stenosis in the lad #7, the asahi guide wire was used to deliver the laser system. After reestablishment of the blood flow was achieved, cardioangioscopy was performed when ptfe coating fragments were noted in the vessel. No particular action was taken against the coating fragments and the procedure was completed. There were no patient sequelae after the procedure.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.